Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the monitor was resetting. The cause of the monitor resets was a flash memory failure (components u102 and u105) on the c/a board. An intermittent connection was discovered at pin a25 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact cause of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective components. The patient received a replacement monitor.

Event description:
The nurse of a (B)(6) male patient called zoll customer support to report that the patient's monitor would not power on. The patient was issued a replacement monitor.